Event description:
Code blue presented at ER. When taking product out of cart and opened, kit incomplete because there was no mask on the ambu kit, necessitating locating a different kit from another room.